Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information received, the most likely cause of the reported device deployment jam is mynxgrip instructions for use (IFU) not followed. The narrative stated that "it was a difficult shuttle retraction, the device "felt stuck". The sealant got stuck on the white tube(advancer tube) and the distal shuttle, with the sealant fragmented and "pieces falling off" and "the stopcock was not opened on the sheath prior to shuttle down." The device jammed when the sealant swelled prematurely and expanded against the shuttle cartridge. Failure to open the introducer sheath stopcock (per the IFU) could result in blood being forced (due to pressure inside the introducer sheath) inside the advancer cartridge initiating proximal swelling of the sealant. When the user attempts to retract a jammed device forcefully, pieces of the sealant could fall off and the mynxgrip vascular closure device tip will appear to be stuck on the advancer tube or the shuttle. The review of the lhr (f1514801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: it was a difficult shuttle retraction, the device "felt stuck". The sealant got stuck on the white tube(advancer tube) and the distal shuttle, with the sealant fragmented and "pieces falling off". Due to "lack of the sealant to compress", the physician chose to deflate the balloon and hold manual compression for 20 minutes. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the stopcock was not opened on the procedural sheath prior to shuttling down. Excessive force was not applied when shuttling down. There were no kinks in the procedural sheath or device after removal. Procedure type: diagnostic peripheral sheath size: 6f stick location: medium vessel size: 6 mm.